Manufacturer narrative:
A customer contacted haemonetics on (B)(6), 2009, reporting that their orthopat machine is no longer needed. No donor or operator injury or reaction was noted. Eval of the returned device confirmed there was a blood spill. The issue caused damage to various components as a result. This report reflects a product issue identified during a retrospective review of service records. No pt or user harm or injury was reported or allegedly associated with the issue identified in the service record. Actions taken in response to this issue are recorded in haemonetics' CAPA record (B)(4).

Event description:
A customer contacted haemonetics on (B)(6), 2009, reporting that their orthopat machine is no longer needed. No donor or operator injury or reaction was noted.